Event description:
It was reported that a "patient had a uterine perforation during an attempted novasure [endometrial] ablation after which the physician did a laparoscopy and cauterized the site". Additionally, it was reported "the patient did well". A dilatation and curettage (d&c), and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. If additional relevant information is received a supplemental medwatch will be filed. IFU, according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).